Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: the black box showed several call service alarms. The battery cap and cartridge cap were not returned. A test battery cap and cartridge cap were used to complete the investigation. No call service alarms or any other related warnings occurred during the investigation. The product performed within specifications. The pump cover was removed for further investigation and no intermittent condition was found to the power printed circuit board or to the continuous glucose monitoring module. Product analysis was unable to duplicate the call service alarm complaint. Unrelated to the initial complaint, the battery compartment was found to be cracked at the case seal. The display contrast was found to be dim and reddish in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.